Event description:
A 20mm amplatzer septal occluder (aso) embolized shortly after implant so the aso was snared and removed. The patient will be referred for surgery as they could not tolerate a larger device.

Manufacturer narrative:
The 20mm aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.